Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had bladder pain. They also had a uti that their healthcare provider was aware of. The bladder pain was noted to have persisted over the weekend due to the uti, but had resolved as of (B)(6) 2017. The patient¿s trial started on (B)(6)2017. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Patient code (B)(6) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from healthcare professional (hcp) reported via a manufacturer representative (rep) reported that prior to implant the patient had the occasional urinary tract infection (uti) and since the implant there was no uti. The rep stated the confirmation date of the uti was (B)(6) and the onset was (B)(6). The rep stated the cause of the uti was an unknown bacterium. The rep stated the uti was likely related to the patient¿s underlying urinary dysfunction and the uti was not related to the device or therapy. The rep stated the actions and interventions taken to resolve the uti was a urine dip stick by the healthcare professional (hcp) then macrobid 100 mg 1 two times daily. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.